Event description:
Procedure: unk. Reportedly, during surgery it was noticed that the balloon was defective when the device was removed from the cavity. The user is unsure if any part of the balloon remained in the operative site. No pt injury reported.